Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (won't power up - pulse current faults) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support after speaking with the wife of a (B)(6) male patient. The patient was experiencing trouble with the lifevest. The patient's wife claimed the monitor made a popping noise and the belt gelled without warning. A review of the patient's download revealed pulse current faults and can comm timeouts. The patient was issued a replacement monitor.